Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced device damage while still considered operable. The following information was provided by the initial reporter: syringe barrel melted.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2012412. D4: medical device expiration date: 2025-11-30. H4: device manufacture date: 2020-12-10. Investigation summary: a device history record review was completed for provided lot number 2012412. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples were microscopically examined and no signs of defect could be identified.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a valid lot number nor a sample was available for return for this issue, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced device damage while still considered operable. The following information was provided by the initial reporter: syringe barrel melted.